Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that it happened 3 or 4 times before today. Customer mentioned that the alarm occurred when she was sleeping. Customer did not feel well and woke up. Customer was told that she was dehydrated. Customer was not sure if she was clamping the tubing. Customer went to the emergency room because she did not feel well. Customer stated that it may not have anything to do with her high blood glucose level. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.